Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the manufacturer representative regarding the patient. The patient lost stimulation in certain groups about a week prior to the report ((B)(6) 2016). He was changing his mower blades, but denied any falls. There was a fractured lead that is being replaced on (B)(6) 2016. The lead is fractured at the contact point. The patients medical history includes reflex sympathetic dystrophy syndrome, elbow tendon repair, and spinal cord stimulation.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion: no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep on (B)(6) 2016 reported that the patient underwent a lead revision with good results. The patient was receiving effective therapy post-operation. Additional information received from the patient via a rep at a post-operative appointment on (B)(6) 2016 reported that the patient was doing very well and was happy with coverage. It was noted that the explanted leads were picked up from the hospital's pathology department to be shipped to the manufacturer for analysis. The leads were received by the manufacturer on 12-dec-2016.

Manufacturer narrative:
Analysis of lead model 377a275 serial # (B)(4) showed all conductors were broken 30.5 cm from the proximal end. It was noted that a braid protruded through the insulation. Functional testing showed open circuits and no shorts between any circuits. Analysis of lead model 377a275 serial # (B)(4) showed all conductors except #2 were broken 31.4 cm from the proximal end. It was noted that a braid protruded through the insulation. Functional testing showed acceptable continuity, that there were open circuits, and no shorts between any circuits seen.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain and complex regional pain syndrome type 1. The patient reported losing stimulation in certain groups. Impedances were determined to be out of regulation, greater than 100000. It was noted that when the patient bent forward he lost stimulation and when he sat up it would return. The patient was able to get stimulation in group a and f. The healthcare professional (hcp) discussed the possibility of revising the leads. It was later reported that the patient regained therapy but the hcp still planned on performing the lead replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.